Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted there were gouges on the distal end of the trocar. No other abnormalities were observed. The device seal passed an air leak test. There was no strange noise heard during the leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouges on the distal end of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during preparation prior to a sleeve gastrectomy, the nurse found that the tip of the sleeve was deformed like melting shape. Any impact was added to the device after opening. The surgeon did not use the device and opened another.